Event description:
The following was reported to hamilton medical ag: summary: power button not working.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: failure effect: device does not start up due to defective power button. Root cause: faulty power switch on the display front. Correction: replacement of display front. Replacement of power button.